Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed due to a defective power supply. In addition, a flat cable corrosion was noted. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center fails to power on. The event occurred during preparation, prior to a therapeutic endobronchial ultrasound procedure. The procedure was aborted and there was no patient harm or user injury reported due to the event. This reported is related to patient identifier (B)(6) for the high-definition lcd monitor that was used with the evis exera iii video system center.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the phenomenon, ¿the device does not turn on", was reproduced, and it was confirmed that the event occurred due to the faulty power supply unit. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.